Event description:
On (B)(6) 2012, a clinical area manager reported to baxter corporate product surveillance multiple line infections at the facility after the implementation of the one-link luer activated device. According to the report, the facility went live with the one-link devices (B)(6) 2012. In the month of (B)(6), the facility observed a spike in the amount of line infections. It was unknown if the spike in line infections was related to the one-link device. The clinical area manager reported that re-education training will be performed. On (B)(6) 2012, product surveillance contacted the director of infection at the facility regarding this reported event. The following information was reported. On (B)(6) 2012, the patient was admitted to the hospital. Admitting diagnosis was not reported. The patient had a peripherally inserted central catheter (PICC) line in place and was using the one-link device. On (B)(6) 2012, the patient experienced a bloodstream infection (addressed in a separate MDR). On an unreported date, the patient had a different PICC line placed. On (B)(6) 2012, the patient experienced a second bloodstream infection (addressed in this complaint). The patient was treated for both infections with cefepime, vancomycin, micafungin, meropenem and azithromycin (doses, routes, frequencies and dates not reported). On (B)(6) 2012, the patient died. The cause of death was not reported. The director could not provide a causality statement for this event. On (B)(6) 2012, the director of infection responded to e-mail correspondence with the following information. The facility used baxter interlink access device and curos caps on all access devices prior to initiation and during one-link use. Curos audits were good. The reporter was not sure if appropriate cleaning was performed prior to each access. Phone attempts to obtain additional information were made on (B)(6) 2012. On (B)(6) 2012, a written request for additional information was made requesting the following information: what was the patient admitted to the hospital for? Was the patient transferred from another facility? If yes, was the PICC line placed prior to the transfer? Was the patient doing anything unusual prior to the event (e.g. Showering) that may have caused contamination to the line? What treatment was the patient receiving? Did the second bloodstream infection resolve prior to death? What was the patient?s past medical history? Was the patient immunocompromised? What was the patient?s cause of death? Is a death certificate/autopsy report available? If yes, what was the cause of death listed as? Request for additional patient information (initials, date of birth, gender) what was the lot number of the suspected product? And was the bloodstream infection and death related to the one-link needlefree IV connector?

Manufacturer narrative:
Complaint no: (B)(4). This report of patient reaction - bloodstream infection is not confirmed and the cause was not identified because no sample was returned to baxter and the lot number was unknown. The issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is report 4 of 4 (patient 3 of 3). A sample was requested, but is not available. Lot number is unknown at this time; therefore a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the director of infection provided an e-mail response with the following additional information. On (B)(6) 2012, the patient was admitted to the hospital with an admitting diagnosis of acute myelogenous leukemia (aml). The patient was not transferred from another facility. Admission orders included a transfusion of 2 units of packed red blood cells, chemotherapy and a bone marrow biopsy on day 14 of treatment. It was unclear from the report, if the patient received the transfusion, chemotherapy and biopsy. On (B)(6) 2012, the patient had a PICC (peripherally inserted central catheter) line placed. The patient was treated for the bloodstream infection with cephaline, vancomycin, micafungin and meropenem (route, dosage and frequency were not reported). During the hospitalization, the patient had oncology, infectious disease and pulmonology consultations. Per hospital records, discharge diagnosis included acute myelogenous leukemia, pancytopenia, acute respiratory failure, atrial fibrillation with rapid ventricular response, neutropenic sepsis and pneumonia. The reporter further stated that the facility "does not believe that the one-link device is the cause of infection, if they thought that they would've removed it off the shelf." The clinical area manager performed re-education training regarding one-link in this facility.